Event description:
Depuy johnson & johnson metal on metal hip. I first complained about problems in 2007 at my follow-up year exam. Things have gone worse since. I can't sit for any more than one hour. Before, I have to stand at and when I do the blood rusher back into the depuy hip and causes extreme pain. Can't sleep on it for very longer than 2 hours. Same outcome. It started burning about 18 months ago. I do not have insurance and can't afford to go to the doctors at this time. I contacted the dr that installed the bad part and was told it would require 250.00 to even talk to him about it.